Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump felt warmer than usual. The patient had mentioned to the reporter that the pump felt warm. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump felt warm to touch. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no moisture, corrosion or damage found to the battery cap or battery compartment. A review of the pump alarm history shows several "low battery" warnings and "replace battery" alarms. The pump was used after the last recorded battery alarm/warning. There was no abnormal electrical current draw found in the black box history. The pump was found to boot up normally to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and the pump sleep current was found to be higher than normal. The pump was opened to investigate the high sleep current reading and moisture was found inside the pump along the battery canister and on the printed circuit board (pcb). The pump was found to have abnormal current readings during testing and moisture in the pump was found. There was no intermittent power connection issue observed with the pcb, power terminals or power flex. The reported temperature issue with the pump was not duplicated during testing.